Event description:
Six implants were placed on 5/28/96 for an overdenture. One implant fell out 9/22/96. The restoring dentist placed a denture too soon on tissue implants and he used a hard acrylic rebase. (The implant had been uncovered on 8/29/95 and it was fine.) The other 5 implants are fine. One person affected.